Event description:
During an implant attempt of the subject device, lead connection difficulties were incurred by the physician. It was reported that there were difficulties to tighten and loosen the associated set-screw, and that this screw remained on the tip of the screwdriver. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.